Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had several alarms on the insulin pump. The customer reported a motor communication error alarm. The customer also reported a motor error alarm on the insulin pump. The customer's alarm history also showed a failed self-test alarm and a readback error alarm. The customer's blood glucose was 210 mg/dl. Customer stated the drive support cap appeared to be normal on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No motor error alarms were noted during testing. No unexpected display anomaly, or alarms were noted. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.